Event description:
The manufacturer was notified by a durable medical equipment provider (dme) that a pt had suffered a hypoxic brain injury as a result of becoming disconnected from a life-support ventilator. The patient's caregiver reported to the dme that the ventilator had operated as designed when the event occurred, alarming to alert them of the event; however, they were not able to determine how long the pt was without mechanical ventilation or how the pt became disconnected from the ventilator. Following the event, the ventilator was returned to the dme for eval. The dme reported they tested the device and found it operated and alarmed as expected. After their testing, the dme returned the ventilator to the MFR for further eval. The MFR rec'd the device and performed operational tests as identified in the device's service manual. The ventilator performed as designed, passing the service manual operational tests. The manufacturer's findings support the caregiver and dme reports that the ventilator operated correctly when the event occurred. The MFR therefore concludes that no product problem occurred, that the ventilator's operation did not cause or contribute to the pt outcome, and that no further action is appropriate.